Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2017, the date the sling was implanted, as no event date was reported. Initial reporter name and address: this event was reported by the patient's legal representative. The implanting surgeon is: (B)(6) md. (B)(6) hospital. (B)(6). (B)(4).

Event description:
Note: this report pertains to one of two devices used for the same patient. Refer to manufacturer report # 3005099803-2022-06400 for the associated device information. It was reported to boston scientific corporation that a lynx system was implanted during a sub-urethral sling revision and cystoscopy procedures for the preoperative diagnoses of stress urinary incontinence and history of failed sub-urethral sling, urethral hypermobility, no additional pelvic floor prolapse performed on (B)(6) 2017. The patient underwent midline mid-urethral excision of urethral sling. The vaginal skin was dissected free to allow for placement of redo sling. There was moderate fibrosis noted. Cystoscopic inspection showed a normal bladder, clear urine effluxed from the urethra and no evidence for perforation of the bladder, bladder neck or urethra. Furthermore, inspection of the vaginal mucosa showed no perforation. After an antibiotic irrigation the lynx sub-urethral sling was placed. Using a curved hemostat, the trocars were removed to prevent overcorrection and to confirm the sling in a tension free position. The sling material was incised and trimmed at the suprapubic incisions below the level of incision and the incisions were closed using 4-0 monocryl and dermabond. Repeat inspection cystoscopically confirmed excellent and supported urethra under stress maneuvers as well as clear urine effluxing from the ureters and no evidence for transection of the bladder or urethra. The vaginal incision was closed using 3-0 vicryl in a running locking fashion. A 16-french foley catheter was replaced and left to gravity drainage during the immediate postoperative period. There were no complications and the patient's condition after the procedure was stable at post-anesthesia care unit. As reported by the patient's attorney, the patient had experienced an unspecified injury.